Event description:
It was reported that one month post implant, the patient received two inappropriate shocks. Lead dislodgement was visible on x-ray. During the replacement procedure, elevated impedance and bad threshold was noticed on the analyzer. The physician explanted the lead but was unable to extend or retract the helix. The lead was replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "fine".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the lead was received with the helix fully retracted, the lead had been over-retracted, the helix was disengaged from the helix channel; blood was observed in the distal conductor and in/on the helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.